Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
Valve drips when access tip is connected. If none is connected, the valve is tight. The access tip might be the problem here. Where did leakage occurred? > when an access tip was attached. Is this at the access tip and the catheters valve? If it at the access tip did the access tip fully clicked in to the valve? > yes, probably the access tip. Otherwise the valve is tight. Was there damage noted on the access tip or patient's valve. > we have no information here. Was it the access tip that was cracked? > allegedly. Where is the catheter located? > chest. Is there a sample available showing the reported issue? > no. Lot number associated with reported issue > a lot number could not be determined.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacturer here.

Event description:
Valve drips when access tip is connected. If none is connected, the valve is tight. The access tip might be the problem here. Where did leakage occurred? When an access tip was attached. Is this at the access tip and the catheters valve? If it at the access tip did the access tip fully clicked in to the valve? Yes, probably the access tip. Otherwise the valve is tight. Was there damage noted on the access tip or patient's valve. We have no information here. Was it the access tip that was cracked? Allegedly. Where is the catheter located? Chest. Is there a sample available showing the reported issue? No. Lot number associated with reported issue: a lot number could not be determined.